Event description:
Lap ventral hernia repair- "sponge at the end of grasper, fell off in the patient's abdomen."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that one of the latis pads was detached from the jaw. Engineering noted that the opposite jaw has sustained damaged. The exact cause of the damage is unknown; however, it was likely due to excessive force during surgical use. During the manufacturing assembly process, applied medical graspers are functionally tested 100%. This document represents our final report.